Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "a (B)(6) female presented to the facility on (B)(6) 2016 with a gun shot through the right shoulder and through the aorta. Physician placed an alpha zta, g35329-zta-p-20-120-w, and procedure went smooth and perfectly. Follow up cat scan on (B)(6) 2016 was normal. Follow up exam on (B)(6) 2017 was normal. Everything remained normal until patient presented to physicians office on (B)(6) 2017 with claudication. Physician done a duplex ultrasound of the aorta and noted claudication located in the lumen terminal limb of graft in bottom 2 stents which measures 6mm wide x 40mm long. Physician stated the patient is at home and a blood thinner treatment will start on (B)(6) 2017". Patient outcome: the patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress

Event description:
Additional information received 24aug2017: physician placed an alpha zta-p20-105-w not a zta-p-20-120-w.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: based on the information provided it was not possible to determine the exact root cause of the reported claudication, as no imaging was provided. However, claudication is a symptom usually referring to impairment in walking, or pain, discomfort, numbness, or tiredness in the legs during walking or standing. It is not a locatable, physical object. Subsequently, it is assumed that the stated location and measurements refers to the reported thrombus. Thrombus may cause claudication. As per IFU arterial thrombosis and claudication are known potential adverse events. A field safety notice and a recall concerning the former btai indication of the zenith alpha thoracic endovascular graft were conducted after the patient received the graft. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.